Manufacturer narrative:
Prior to and after the event, ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched for this event. The fse flushed the mc (modular chemistry) sample probe and checked the alignment. The mc sample syringe was cleaned and the plunger was replaced. The fse also cleaned the flow cell and a small piece of red rubber was found on the eic (electrolyte injection cup) left valve flapper. The eic cup and valves were also cleaned. Troubleshooting and investigation is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high sodium (na) and chloride (cl) results that were generated by the synchron lx I 725 clinical system. No erroneous results were reported outside the laboratory. The samples were repeated on an alternate instrument and on the original instrument, producing lower results, which were reported out. There was no affect to patient treatment.